Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, at the first firing, the staple malformed and it was oozing from the cut end. Then add'l suture was performed to stop bleeding. After that, the second and third firing, the same things happened and also it was quite a lot of bleeding. The doctor commented that all three firings were too hard to fire. Another device was used to complete the case. There were no adverse consequences to the pt.